Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, the device had a leak. The patient displaced the endotracheal tube for which it is changed with an exchanger. The patient begun with nausea, draining secretions of purulent appearance and bad odor were aspirated through the mouth. It was indicated that the device was change without complications.